Event description:
It was reported that the bed did not function and may have lost power. No patient injury was reported and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed did not function and may have lost power. No patient injury was reported and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this complaint was created in error and no alleged malfunction occurred.